Event description:
It was reported that the vns patient's generator has been migrating under the skin as the patient lost weight and the patient has been experiencing a lead pulling sensation. There was also a report of traction on cervical structures due to the protrusion of lead wires. Follow-up revealed that the patient's migration of pulse generator is due to loss of weight and inadequate attachment of the generator to subcutaneous tissue at the time of initial implant. Surgery was performed at which time the generator was replaced.